Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 not turning on. Technical support: 1. Informed affected by the keypad recall. 2. Transferred to recall team for further assistance. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device will not turn on or off. The tech replaced the keypad. The was affected by the recall. There was no patient involvement.

Event description:
It was reported that the device will not turn on or off. The tech replaced the keypad. The was affected by the recall. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device will not turn on or off. The tech replaced the keypad. The was affected by the recall. There was no patient involvement.